Event description:
In an end of life pt, who was no longer feeding, there was the development of necrosis at the site of the subcutaneous device. The drug used was g5.

Manufacturer narrative:
The actual sample involved is not available for eval, however, representative units may be sent. Add'l info regarding this incident has been requested. If the sample and/or add'l info is received, a supplemental report will be submitted. (B)(4).